Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-200mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 369mg/dl and 414mg/dl fasting. Reviewed meter memory: 353mg/dl, fasting: yes; 414mg/dl, fasting: yes; 341mg/dl, fasting: yes; 379mg/dl, fasting: yes; 379mg/dl, fasting: yes; no adverse event reported.

Manufacturer narrative:
(B)(6). Most likely underlying root cause of malfunction user had an inaccurate reference. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of about high blood results. Customer states that she feels well and requires no medical attention. Customer's expected blood results are 100-200mg/dl fasting. Verified the strips expire 02/28/2017. Customer confirms the strips are stored properly and were first opened on (B)(6) 2015. Customer performed back to back blood test, 369mg/dl and 414mg/dl fasting. Reviewed meter memory: (B)(6). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not yet returned.